Manufacturer narrative:
(B)(4). Batch # t5cy28. The following information was requested, but unavailable: please specify, which part of the device was the "metal piece" that fell off? Unobtainable device evaluation summary: the analysis found that one ntlc75 device was returned with staple anvil detached from the device. The cartridge was not received. Due to the condition of the device, no functional test could be performed. Although no conclusion could be reach on what caused the condition of anvil detached from the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Damaged device. It was reported that during the pancreatoduodenectomy surgery, when 2nd firing, noted one metal piece was detached from the device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.